Event description:
It was reported that the model 931hf75 catheter functioned normally, but was removed from the pt for placement of triple lumen cath. No resistance or abnormalities during catheter removal. Then, introducer pulled out slightly and valve portion cut by md. Guidewire inserted, distal intro. Removed and triple lumen placed. Post insertion x-ray appeared to show 2 caths in pt - second believed by md to be distal portion of 931h75 cath. Snare used to remove distal portion of cath.